Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard cemented femoral component catalog #: 42502606202 lot #: 65453600, persona cemented stemmed tibial component right size d catalog #: 42532006702 lot #: 65508468, nexgen tapered cemented stem extension 14mm x +30mm catalog #: 42557000114 lot #: 65575128, persona cemented all poly patella catalog #: 42540200029 lot #: 65610684. G2 - foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address ligament laxity instability approximately three (3) years post-operatively. All components were revised except the patella. Attempts have been made, however, no additional information is available.